Event description:
The pt reported he was unable to turn on his stimulation. He stated when he presses the "+" button, the amplitude bar appeared, but then it autoreduced. A system diagnostics test discovered invalid impedances on contacts 1-8. Reprogramming was unable to capture stimulation around the invalid contacts. The pt underwent a procedure and his lead was explanted and replaced with a new lead. The pt was receiving effective stimulation postoperative.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.